Event description:
The patient called animas on march 30 to report that her blood glucose level has been reading "hi" on her meter for the last few days. The hcp wanted animas to review the pump. The patient's blood glucose level responded with the most recent site change but quickly rose within a day's time. She uses her arms for infusion sites and does not use her legs or abdominal area due to scar tissue from being a pumper for 20-30 years. The patient does fill her cartridge with cold insulin at times as well. The patient only delivers bolus doses through the pump. The patient does not experience symptoms with her elevated blood glucose and does not test for ketones. The patient denies any redness, blood, hardness, or lumps at the infusion site. The last site change was two days prior to calling animas. The total daily dose matches the programmed basal amounts. The bolus doses are completed as programmed. There were no defects found in the pump settings. This complaint is being reported because the patient's blood glucose levels were elevated while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. There was no evidence of a malfunction of the product. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient reportedly filled the cartridge with cold insulin which may cause air bubbles and elevated blood glucose levels. The owner's booklet instructs the user to always fill the pump with room temperature insulin.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no functional defects were found. The black box for the original complaint has been overwritten and is no longer available for investigation due to continued patient use of the pump. There were no alarms or pump conditions indicating a malfunction recorded in black box or alarm history, only typical usage alarms and warnings were observed. The black box shows dates from (B)(4) 2012. Review of the daily insulin delivery totals shows pump was delivering accurately up until the last date used by the patient. A 29 hour flow test was performed on the returned pump; the pump passed and was found to be delivering within the required specifications. A battery compartment crack that extends from the threads to the case seal was observed during the investigation.